Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, prior to being used for an exchange, had power ports that were "too tight" and were unable to be connected to batteries. The controller was not used for the controller exchange and is expected to be replaced. There was no patient involvement.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.